Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were doing physical therapy and the therapist ripped her implantable neurostimulator (ins) out of the pocket. The patient noted the ins was sideways, she could not sit, and the ins had to be reinstalled. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.